Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a cursory inspection of the complaint file for the device that was found damaged does not point to a manufacturing issue. Therefore a DHR/mre is not required. A DHR review was not performed for this pi. No record of the part / lot number. Invalid lot number. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The distal cannulated tip of the returned screwdriver has chipped off and was not returned. The break occurred at the bases of the distal prongs. Device failure/ defect identified? Yes, the device is broken. Dimensional inspection: the outside diameter is within specification per lower expansion head sleeve component design drawing. Document/specification review: a cursory inspection of the complaint file for the device that was found damaged does not point to a manufacturing issue. Therefore a DHR/mre is not required. Expansion head screwdriver for cslp quick lock assembly design drawing and lower expansionhead sleeve component design drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Complaint confirmed? Yes. Conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that a self-retaining screwdriver was broken. There was no hospital involvement. No patient consequence. This is report 1 of 1 for (B)(4).